Event description:
It was reported the lead had deteriorating r-waves, high v-v sensing integrity count, nonphysiologic oversensing, and noise. The lead was explanted and replaced. It was also reported that the lead was damaged during explant and will not be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.